Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the ipg site. It was noted that the patient had a small sore on the lower edge that had scabbed over. The physician believed that the infection was not device related and it was just an abrasion. The patient was placed on antibiotics and was advised to dress the site with antibiotic ointment daily, a dressing as well as a tegaderm. The patient was doing well and the site looked much better. Nothing was explanted. No further treatment was necessary.